Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent is-1 connector pin and damages at the silicone sealing were observed. The subsequent root cause analysis indicated that mechanical forces applied during the explantation procedure should be taken into consideration. In addition, cuts in the insulation were found which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced for his bundle pacing lead. Patient experienced discomfort and was symptomatic to apical pacing of the right ventricle. Possible pacemaker syndrome per physician. Should additional information become available, this file will be updated.